Event description:
A customer in (B)(6) contacted biomérieux to report a false susceptible ertapenem result (mic <=0.5) for morganella morganii in association with the vitek® 2 ast-n195 test kit. Testing via disk diffusion obtained a result of 22mm, intermediate. The customer stated there was no adverse impact to the patient as the disk diffusion result was provided to the physician. It is important to note that eucast recently updated their guidelines (8.1) and added the following comment for carbapenems: "some isolates that produce carbapenemase are categorized as susceptible with the current breakpoints and should be reported as tested, i.e. The presence or absence of a carbapenemase does not in itself influence the categorization of susceptibility. Carbapenemase detection and characterization are recommended for public health and infection control purposes. For carbapenemase screening, a meropenem screening cut-off of >0.125 mg/l (zone diameter <28 mm) is recommended." This indicates there are some atypical strains that will test carbapenem susceptible. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed due to a discrepant ertapenem (etp) result for morganella morganii in association with the vitek® 2 ast-n195 test kit. The presence of oxa-48 like gene was confirmed by pcr in-house. The reference method (agar dilution, ad) which was the method used for ertapenem development (formulation etp01n) on ast-n195 cards. Gave a result of etp mic = 0.125 mg/l s. On vitek 2 ast-n195 (aes parameters : eucast + phenotypic) : two (2) customer lots (cl1 : 5650582403 - cl2: 5650629103) and on (1) card of a random lot ast-n195 (rl: 5650508103) were tested from cps e subculture. All lots gave a result of etp mic </= 0.5 mg/l s. The vitek 2 mics are within essential agreement compared with the reference mic (ad, 0.125 mg/l s) . Conclusion: the susceptible customer results were reproduced. Morganella morganii presented an oxa-48 like phenotype with a low significant carbapenemase activity (ertapenem = 0.5 mg/l and meropenem =0.5 mg/l) (publication jac-2017-findlay- oxa-48-like in UK). The vitek 2 calling range for meropenem starts at mic=0.25, which is higher than the carbapenemase screening cut-off suggested by eucast (>0.125).